Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable at the end of the large suturecut needledriver instrument broke causing it to be exposed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering clarified that while the customer initially reported wires exposed, engineering observed that the nonconformance was a broken grip cable. One grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged.